Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant of the pulse generator, a lead could not be fully inserted into the right ventricular header port of the device. The device was not implanted.